Event description:
"The patient was implanted into the infusion port on (B)(6) 2025, and underwent one round of chemotherapy after implantation. He was admitted on (B)(6) to prepare for the second round of chemotherapy. According to the clinical nurse's statement, when blood was drawn back and about 5ml was injected, subcutaneous bulges were seen around the port seat. Later, it was found that the catheter could no longer be felt, and filming revealed that the catheter had fallen off to the heart. Therefore, surgery was performed to remove the port and connecting ring by cutting open the pouch. The removed catheter showed an uneven incision at the distal end."

Manufacturer narrative:
Device history record batch record file number 37027884 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Summary of investigation pictures, x-ray pictures, the catheter of the involved device were returned for investigation. Pictures analysis: a picture shows the explanted catheter. Blood is visible on it. A second picture shows the access port housing, and the connection ring not connected. Blood is visible on them. No defect is observed. X-rays pictures review: three x-ray pictures were transmitted for review: 1. X-ray picture of implantation: the date of the picture is (B)(6) 2025. On this image the access port catheter is implanted via the right jugular vein. The catheter is connected to the access port housing with a connection ring. The catheter trajectory is slightly slanted after the exit cannula. The quality of the image does not allow us to verify the correct connection of the catheter and the connection ring with the access port housing. 2. The date of the picture is unknown. The catheter is disconnected from the access port housing and has migrated to the entrance of the heart. 3. The date of the picture is unknown. As shown in the first image, the catheter is connected to the access port housing with a connection ring. The catheter trajectory is slightly slanted after the exit cannula. The quality of the image does not allow us to verify the correct connection of the catheter and the connection ring with the access port housing. Visual inspection of the returned device: we only received the involved catheter. It measures around 23cm. No defect is observed. Dimensional measures: the outer and inner diameters of the used catheter were verified: all are compliant with the defined specifications. Pull test at the juncture access port-catheter: a pull test was performed on the used catheter with an unused access port coming from our reserve stock with the same batch number of exit cannula. The pull test result is compliant with the requirement: the disconnection force obtained is more than twice superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection ring and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigations have confirmed the compliance of the catheter used by the end customer. The short duration of implantation (less than 1 month) allows to hypothesis that the catheter might not have been completely mounted i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. To avoid disconnection of the catheter, the IFU give some recommendations. Conclusion: our manufacturing process was checked, and no deviation was found. Also, the dimensional and functional tests performed on the complaint sample were all compliant. In consequence, handling error by the medical staff is at the origin of this catheter disconnection after less one month of implantation. Catheter disconnection is a known complication for which the complaint rate remains low (B)(4). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.

Manufacturer narrative:
Note: product reference: (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record of the involved batch was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in july 2024. The investigation will be completed when the device exanimated.

Event description:
"The patient was implanted into the infusion port on (B)(6) 2025 and underwent one round of chemotherapy after implantation. He was admitted on (B)(6) to prepare for the second round of chemotherapy. According to the clinical nurse's statement, when blood was drawn back and about 5ml was injected, subcutaneous bulges were seen around the port seat. Later, it was found that the catheter could no longer be felt, and filming revealed that the catheter had fallen off to the heart. Therefore, surgery was performed to remove the port and connecting ring by cutting open the pouch. The removed catheter showed an uneven incision at the distal end."